Event description:
It was reported that the device will not recognize the hard paddles. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The internal therapy connector assembly was replaced and then proper device operation was confirmed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and observed that device connector socket 6, energy select had a male pin stuck in it. It was also observed that an intact therapy cable/hard paddles set that was later installed had pushed socket 6 out of the housing, causing for the hard paddles set not to be recognized and therefore not functional.